Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a coronary artery bypass graft procedure, the device was fired but did not clip and the jaws sheared the graft vessel. The surgeon used 7-0 suture to control the bleeding. The volume of blood loss is unknown, but the patient did not require a transfusion. Another like device was used to complete the procedure with no harm to the patient. The patient is doing fine.